Event description:
It was reported that, "the patient showed in doctor's office with mechanical failure of witchita nail. The patient was revised on (B)(6) 2011. The tibial nail was broken along with one screw."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 9610726-2011-00366.